Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons was worn and had to press buttons more than once before it takes action. Customer's blood glucose value was unknown. Customer also stated that screen was scratched up and makes viewing difficult in different lining. Customer stated that priming was slower and noisier than when he first got it. The device will not be returned for analysis.